Event description:
The home pt (hp) reported being overfilled while using the homechoice pro cycler for apd therapy. The hp reported performing a manual exchange of 2000mls during the day, which hp typically drains out during the initial drain phase of the subsequent apd therapy. The hp relates that the cyler remained for a short period of time during the initial drain prior to moving into the next fill and delivering the programmed fill volume of 2000mls. The hp relates that during dwell hp felt "doublefilled" with fluid and did not feel relieved until cycler advanced into drain 1, after which the hp continued therapy to completion with no further difficulties. According to the hp, there was no pt injury or medical intervention.